Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The patient couldn¿t recall when the meter started to read inaccurately and no results were provided for this time. The patient does not administer medication to manage her diabetes. She denied experiencing any symptoms as a result of obtaining the alleged high results. She reported, as a result of the high results, she contacted the emergency medical services (ems). She alleged, on date/time unknown, she obtained a blood glucose result with the subject meter of ¿590 mg/dl¿ compared to ¿301 mg/dl¿ on the ems meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient indicated that she received treatment from a healthcare professional (hcp) but was unable/unwilling to disclose the nature of the treatment. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, and reportedly was treated by an hcp for an unknown condition, which may have been an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.